Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the bands could not be released. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found some residue present indicating use/handling. There was no issue noted with the adaptor ring. The suture was intact and fully attached to the trip wire loop. Four bands remained on the ligator head and were moved out of position. The ligator head teeth were slightly damaged. The trip wire was secured in the handle assembly slot; however, the proximal loop had been cut off and was not returned. A functional evaluation was performed by turning the handle knob 180º and an audible click was heard. Based on the evaluation of the returned device, the complaint that the bands failed to deploy was confirmed. However, given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an esophageal variceal ligation (evl) procedure performed on (B)(4) 2014 according to the complainant, during the procedure, the bands could not be released. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) for the reported event of bands failed to deploy. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.